Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following : right total hip arthroplasty with significant loosening of the femoral stem, and significant radiolucency along the femoral stem. No other findings related to the event were noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803203 ¿ cocr head ¿ 61542836; 00630505832 ¿ liner ¿ 61644646; 00620005820 ¿ shell ¿ 6148679. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the hospital did not approve of the return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision approximately 9 years post implantation due to stem component subsiding. Attempts have been made and additional information on the reported event is unavailable at this time.